Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed open blisters from the ucor hfams patch. Patient described the irritation as under the patch adhesive only, blisters, broken skin, burning, and sharp pain. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the device and return it. Outcome of the skin irritation is unknown.